Event description:
A report has been received that reported the blood leak detector had alarmed and that the patient had lost blood. A call was placed to this facility in order to obtain additional detail. It was learned on (B)(6) 2010 that the patient had started dialysis when the blood leak occurred and the machine detector alarmed. The treatment was discontinued. No blood was returned to this patient. It was reported that the patient was transferred to the hospital and admitted. The patient did receive a transfusion. The rn was not able to provide any information as to how much blood was given to this patient. In speaking with the nurse it was learned that just prior to this event this patient was diagnosed with pneumonia and had just undergone a tracheotomy placement. The rn also reported that the patient also had an episode of a bleed from the trach. She said the patient had a low hemoglobin prior to this incident. Currently the patient was discharged from the hospital and comes to this clinic where she continues to receive hemodialysis with no further ill effect. Samples are available for an evaluation.

Manufacturer narrative:
(B)(6).